Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025 the same day the wearable was inserted the patient reported that she was receiving high cgm readings from her tandem tslim pump which was providing her too much insulin (due to the high cgm readings). This insulin overdose resulted in her losing consciousness. Before losing consciousness, there was no bg taken nor treatment provided. Her husband called the paramedics, and they took the patient to the emergency room (ER). On the way to the hospital, the paramedics treated the patient with glucagon im as well d10 via IV and she was able to regain consciousness before arriving at the hospital. Upon arrival, no additional treatments were provided. At the hospital, the bg reading was 250 mg/dl and the cgm reading was still high. The patient stayed at the hospital for about 4 hours before being discharged. At the time of the report, the patient was fine but tired. Data was received but does not reflect the full investigation window. The allegation could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the patient lost consciousness. The reported glucose values fall within the b zone of the parkes error grid when checked in the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.